Manufacturer narrative:
A ge service rep performed an on site investigation. The vertical lift button was corrected by the customer. The video monitor cable connection was repaired during the service call. The system was found to be working as intended, and put back into service.

Event description:
The customer reported that the 9800 system had a vertical lift column button issue and the image intermittently blanks out. No pt injury was reported.